Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). Following pre-dilation with 2.00 mm and 2.50 mm non-compliant balloons, a 3.00 x 38 mm synergy stent was deployed successfully. A flow limiting distal edge dissection was then noted. The patient experienced chest pain. The dissection was covered with another stent, and the procedure was completed successfully. The patient fully recovered and was stable post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).